Event description:
Information was received from a patient and healthcare professional (hcp) via a manufacturer representative (rep) regarding the patient who was implanted with an implantable neurostimulator (ins) for spinal pain. It was reported that the rep was told by the hcp that the patient was unable to charge and did not get good coupling. It was noted that there were no environmental/external/patient factors that may have led or contributed to the issue. The patient's ins was replaced with another model. The rep saw the patient to re-educate and try to help her. The issue was resolved and the patient was alive with no injury as of (B)(6)2016.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.